Event description:
It was reported that, "the patient experienced anterior knee pain. The patella was not replaced during original surgery. The patella was resurfaced and the liner and bearing was changed."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.